Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 105mg/dl. The caller stated that device squirted out the insulin during the manual prime process and also alarmed. The customer mentioned that the drive support cap is flush. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Prime alarm during prime alarm test due to loose drive support disk.